Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was overheating when charging and was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing great postoperatively. Explanted ipg will not be returned.